Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis within the colon. The resolution clip device misfired within the sheath prior to the attempted deployment. The clip remained within the sheath; however, the device became lodged in the working channel of the scope. The procedure was completed successfully with another of the same device. The pt did not sustain any complications or ill effect as a result of the deployment issue. The pt condition is noted to be fine.